Event description:
The customer contact reported smoke when the device is plugged in the ac power. The device was returned to the biomedical department with an unsigned note that stated, "it smokes when plug in." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, smoke was noted when the device was plugged in to ac power and unspecified internal melting was found. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found a charred area on the power management printed circuit board and soot was noted on the communication engine printed circuit board. This was found to be due to spillage on the power management printed circuit board which resulted in an electrical short, overheating and smoke as noted by the customer. The cause of the spillage is use of the device in the customer environment. This report represents all the info known by the rptr upon query by hospira personnel.